Manufacturer narrative:
(B)(4). Batch # p93n76. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, there was a breakage of the forceps with disconnection of part of the movable mandible. Part of the jaw components of the device was broken. No patient consequence was reported.